Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
Customer states "monitor is still beeping with a solid red 'x' ". There was no info provided as to whether the device was in use with a pt.